Manufacturer narrative:
As per investigation results, the tip of the screwdriver blade was broken. The flanks were heavily plastically deformed. The fracture surface showed torsional forced rupture due to high torsional forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, mfg or design related issue.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.